Event description:
The event is reported as: the customer alleges that during use, the suer noticed a leak and a crack on the adaptor. The device was removed. No other issues reported with the new device. There was no consequence for the patient. No patient injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of the code number ip-5035f with batch number 02d1202266 reported in the customer complaint, has been reviewed in order to know the batches of the part number 12157. Afterwards the device history records of batch numbers 49112-33611, 04122-02312 and 15122-10012 that belong to part number 12157 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lots in question that can be associated to the complaint reported. The DHR's show that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If defective sample becomes available at a later date this complaint will be re-opened.